Event description:
It was reported that there was a damaged comb. The event timing was during preventive maintenance. There is no harm or delay reported. Due diligence is complete and no additional information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
Review of the most recent repair record determined the calibration and test cut could not be checked due to a damaged comb; however, the repair was not completed because the customer declined repair and the unit was returned unrepaired. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.